Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2019-03314. It was reported the patient experienced heating at the lead site during an MRI on (B)(6) 2019. Ipg was placed into MRI mode prior to the procedure. MRI was abandoned.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Initial submission was erroneously submitted as a 5 day report and the manufacturer is not required to initiate action to prevent an unreasonable risk of substantial harm.